Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d) and a velocity delivery microcatheter (velocity). During the procedure, the physician advanced the psr3d through the velocity and successfully completed one pass using the psr3d. While attempting to make another pass, the delivery wire of the psr3d kinked and the physician was unable to complete the second pass. Therefore, the psr3d was removed. It was reported that the physician also removed the velocity out of precaution and there was no noted damage to the velocity. The procedure was completed using a non-penumbra revascularization device and a new velocity. There was no report of an adverse effect to the patient.